Event description:
It was further reported that the case was not canceled, however, the last 15 minutes of the case was completed using an alternate procedure (turp).

Manufacturer narrative:
The report of low power and error were verified and found to be the result of a faulty resonator. The resonator was replaced and water flow adjusted. The system was tested and verified to specifications.

Manufacturer narrative:
Reportability aware date is: (B)(6) 2014.

Manufacturer narrative:
Service repair was performed (B)(6) 2014. Resonator s/n (B)(4) was installed and resonator s/n (B)(4) was returned to ams. Received (B)(6) 2014. The resonator was repaired (B)(6) 2014. Product evaluation summary: the resonator evaluation showed fault in lps. The first and third bars were observed to be burnt. Diode could not be turned on. The coupler cable assembly pins were noted to be corroded. The diode, coupler cable assembly and desiccant were replaced. The resonator was re-peaked and a new test report was completed.

Event description:
It was reported that during a prostate procedure, the laser system displayed error message codes 171, 211 & 202 - low power. The error codes could not be cleared and the procedure was cancelled. Outcome - no injury to the patient.